Manufacturer narrative:
Device evaluation: returned device was received in good physical condition. Unable to down load event log. During the evaluation of the device customer's stated problem was verified. Inspected the pump and found latch lock broken. A broken latch lock can cause accuracy to failed. The customer reported condition was confirmed. Problem source is unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
It was reported that the device "failed accuracy test". No adverse effects reported.